Event description:
It was reported that when the patient presented in clinic for a normal follow up, stored episodes of non-sustained right ventricular oversensing were observed. Review of episodes revealed suspected myopotential oversensing with inhibition of pacing. Programming changes were recommended.

Manufacturer narrative:
(B)(4).